Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they contacted their health care professional for high blood glucose level. The customer's blood glucose levels were 300 mg/dl to 400 mg/dl and 380 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with bolus and syringes. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.